Manufacturer narrative:
Device is a combination product. A2: age at time of event: 18 years or older. Device evaluated by MFR.: promus element,mr,ous 2.75x38mm stent delivery system was returned for analysis. A visual examination of the stent found damage. The distal stent struts were lifted from their crimped position and pulled proximally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous middle of the left circumflex coronary artery. A 2.75x38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous middle of the left circumflex coronary artery. A 2.75x38mm promus element long drug-eluting stent was advanced for treatment. However, during procedure, the stent struts were lifted up. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.